Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery icon/indicator anomaly noted. Insulin pump was received with missing display widow, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the insulin pump's up button was unresponsive. Customer also reported that the display screen was pushed in. Customer stated that these issues began several months prior to the call. Customer did not recall any significant events leading up to these issues. Blood glucose level was 142.2 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.